Manufacturer narrative:
Facility name should reflect "(B)(6)". However, the entire name is unable to fit in this field due to character limit restrictions. An investigation is currently underway, the results will be shared upon completion.

Event description:
The customer reported that the pump finished the feeding at a faster rate than the rate set. Additional information provided on (B)(6) 2021 stated that the issue occurred during patient use. The customer further stated that the patient was not overfed and there was no medical intervention provided. A peg was used together with the 1000 ml bag. The rate and volume of the feeding are unknown. No further information was provided.

Manufacturer narrative:
H3 evaluation summary: all device history records (DHR) are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The unit was returned and evaluated. A visual inspection showed a gearbox failure, damaged rear case, and ultra-sonic sensor damage. The reported condition was confirmed. The root cause of the issue is a gearbox failure. Actions taken were replacement of the damaged gearbox, rear case, and ultra-sonic sensor. A complaint trend analysis (cta) will be performed and reviewed by the corrective and preventative action (CAPA) trending review board to further evaluate requirements for CAPA escalation. This complaint will be used for tracking and trending purposes.